Manufacturer narrative:
According to the customer, "last week the needle holder broke and a physician was stuck with a needle. The physician had to be seen in the emergency room for blood work and started treatment for anti-aids retroviral (triple therapy). The stick happened after the needle was used on the patient". A sample is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "last week the needle holder broke and a physician was stuck with a needle. The physician had to be seen in the ER for blood work and started treatment for anti-aids retroviral (triple therapy). The stick happened after the needle was used on the patient".